Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. D4 - UDI #: (B)(4). Product review of the intellicart sn (B)(6) by a zimmer biomet certified service repair technician 19 march 2020 revealed that liquid had got on the main board and power module. Repair of the device was performed by a zimmer biomet certified service repair technician on 19 march 2020 which included replacement of the following: intellicart board (pn70064, ln0042832), power module supply (pn70097, ln0040865) the device, serial number (B)(6) , was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item/part family and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
(B)(4). The investigation and evaluation of the device is in process. Once the investigation is completed, a supplemental report will be filed.

Event description:
It has been reported that the unit had smoke coming from it, no power. The event timing was during cleaning. There was no harm to the patient. No adverse events were reported as a result of this malfunction.